Manufacturer narrative:
Additional: section and subsection have been updated with device details. This report is submitted on march 20, 2019.

Manufacturer narrative:
This report is submitted on january 18, 2018. (B)(4).

Event description:
It was reported that the patient experienced an infection at the abutment site. Subsequently, the abutment was removed on (B)(6) 2018.